Manufacturer narrative:
H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported driver for evaluation. Visual evaluation / functional test was performed, wear on tip. Would not engage into in-house implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire100u dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inability to remove driver from implant therefore, based on the available information, device malfunction did occur. The tool has worn tip and would not engage into in-house implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
The customer reported a phenomenon in which the insertion tool does not come out of the implant during insertion. Halfway through, the doctor used the universal ratchet extension to insert the implant, but the ratchet extension did not come out of the implant. The doctor managed to remove it intraorally, but thought the implant was defective and removed it. Another implant was successfully placed with another tool and finished. No health hazard. Tooth site #21.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. D10: bopt4310, 3i t3 tapered implant 4/3 x 10mm/lot# 2021041243. D10: msgiiml, navigator certain implant mount 3.4mm(d) long/lot# unknown/not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.